Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting pacing impedance high out of range and continues to rise. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting pacing impedance high out of range and continues to rise. The device remains in service. No additional adverse patient effects were reported.additional information was obtained; the remote communicator displayed a red call doctor icon due to pacing lead impedance out of rang.